Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture broke off in the patient. There was no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of each procedure? What was the date of each procedure? Please clarify how many products will be returned for evaluation? Are the sutures available to be returned for evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.